Event description:
It was reported that during a device change out, externalized conductor were observed via fluoroscopy. The lead was capped and replaced. The patients condition is good after the event.

Manufacturer narrative:
.